Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error (open book image). After further review, there were signs of previous moisture presence in the area just below the lcd screen. Unable to perform the displacement test due to the critical pump error. The insulin pump was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had long crack beginning from the top of the insulin pump, all along the length of battery tube. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.